Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced pelvic pain, mesh erosion, dyspareunia, irritation, bleeding, pain and urinary retention. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.